Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly. However, the unit had an intermittent button response due to moisture keypad traces. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that while at the beach he fell down and the device was exposed to fluid. The device then had an unresponsive keypad. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.